Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the right breast. Patient reported the garment was too tight. A field service representative visited the patient and provided a larger size garment. There was no alleged device malfunction contributing to the irritation. A nurse reported gauze was used to prevent further irritation. Follow up indicated that the rash has improved.